Event description:
It was reported that during the procedure, after successfully deploying one segment of the subject stent, when continuing to deploy the subject stent, it was found that the subject stent was partially deployed and it failed to anchor normally at the distal end and the entire stent fell into the aneurysm, making it impossible to cover the aneurysm neck. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition. The subject stent delivery wire (sdw) was not returned, the introducer sheath was returned. The stent was deformed. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported codes 'device difficulty engaging target vessel' and 'stent partial deployment' could not be replicated during device analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'severely tortuous'. It was reported that 'the physician used a microcatheter to successfully deliver the subject stent into place. After successfully deploying one segment, when continuing to deploy the subject stent, it was found that the subject stent failed to anchor normally at the distal end and the entire stent fell into the aneurysm, making it impossible to cover the aneurysm neck. Therefore, the physician withdrew it along with the microcatheter and replaced it with a new stent to complete the procedure'. A product condition update was provided which stated that 'the subject stent will be returned with condition of deployed, but it was not deployed prematurely during the procedure inside patient's body. It was deployed after the procedure by operator on purpose'. In the follow-up replies, it was noted that there was no resistance felt during deployment of the subject stent from the microcatheter. The distal end of the subject stent was reported to have opened properly and was fully opposed to the vessel wall when it was deployed. This is not aligned with the event description. The subject stent was returned for analysis in a deployed condition. This is aligned with the event description. There was some deformation noted in the middle section of the device and towards the distal (open cell) end. The subject stent delivery wire (sdw) was not returned for analysis. Finally, the introducer sheath was returned for analysis and it was undamaged. In the case of this complaint, it appears that there was excellent transfer of the subject stent from the sheath into the microcatheter (mc), and the subject stent was advanced to the distal end of the mc without any issues (resistance or friction) reported. Therefore, it is highly likely that the deployment issue occurred as a result of some unknown procedural factor(s) and/or the severe target vessel tortuosity. The recommended course of action to take when an issue is encountered with a partially deployed stent is to continue to deploy the stent and deploy a second stent in the original location. The reported ¿device difficulty engaging target vessel¿, ¿stent partial deployment¿ as well as the analysed ¿stent deformed" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, after successfully deploying one segment of the subject stent, when continuing to deploy the subject stent, it was found that the subject stent was partially deployed and it failed to anchor normally at the distal end and the entire stent fell into the aneurysm, making it impossible to cover the aneurysm neck. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.